Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site #12. The clinician states that the pt is a smoker. Premature loading/pressure of a provisional prosthesis was involved in the event. The implant was removed on (B)(6) 2013 due to mobility.